Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2013; 5086mri58 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to wound dehiscence and suspected infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new crt-d system was implanted at a later date.